Manufacturer narrative:
According to the blood analysis the po2 was decreasing during patient treatment. A similar issue was already investigated under ot#(B)(4). Results of laboratory investigation: the returned oxygenator was heavily clotted. To rinse out all clots the sample had to be cleaned with sodium hypochlorite several times. As stated by the ssu (sales and service unit) on 2020-05-13 clots were noticed during rinsing of the affected oxygenator. Thus the reported failure could be confirmed. According to the risk assessment (hls set advanced 5.0 / hls set advanced 7.0, dms # (B)(4)) following causes could lead to clotting: -de-airing luer lock connection too loose; -air remains in or enters the circuit; -hemostasis; -air or blood remains in luer lock access port; -too low anticoagulation; -too low at level, effect of heparin is too limited; -protamine sulfate enters the hls set; -administration of substitution of congealable substance such as plateles; -(consumption) coagulopathy; -thrombozytopenia. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
(B)(6). Doctors put him on ECMO on (B)(6) 2020 evening with all parameters in normal range. Starting from (B)(6) evening ¿ his saturation started going down ¿ refer pictures and few hourly abgs (showing declining po2 levels) for a more comprehensive overview of the case: we got a call late evening on (B)(6) for this case and we immediately contacted clinical support team getinge here in (B)(6), (B)(6) who was in touch with (B)(6) and (B)(6) (perfusionist) at (B)(6) hospital ¿ (B)(6) advised some techniques with no success ¿ and finally they had to replace hls kit completely (be hls7050). (B)(4).